Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. E1 telephone number: (B)(6).

Event description:
Per the report received from canada, edwards received notification of pascal procedure in tricuspid position. During the procedure, a gore septal occluder interacted with the pascal implanted and a single-leaflet device attachment (slda) occurred. Patient had a massive right atrium (ra), ra pressure was 40-45mmhg during procedure and there were three tricuspid non-edwards clips previously implanted, one of them with an slda. One pascal was implanted in septal position. After successful pascal implantation, a gore septal occluder device was deployed between the pascal and the previous non-edwards slda clip to seal the remaining defect gap. The gore occluder was deployed; however, it subsequently became dislodged and embolized to the right atrium, and also causing a slda of the pascal device. The occluder migrated between the right atrium and right ventricle multiple times before being successfully snared within the right atrium and retrieved via the left femoral vein. The initial tricuspid regurgitation was torrential, it was moderate after the slda happened, and severe post-procedure. Patient will undergo a caval valve stenting procedure. As per medical opinion, the perceived the root cause of the event was interaction with embolized gore occluder.